Manufacturer narrative:
(B)(4). Batch # n54682. The analysis found that one ec60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The reload was received fully fired and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed from the tissue?

Event description:
It was reported that during a gynecologic procedure, the clamp was used onto the uterine horn for an ectopic pregnancy, and got locked after stapling. It was impossible to open the clamp, even with the red button after multiple tests. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the device removed from the tissue? As the red button did not work, the surgeon introduced another clamp in order to open the jaws of the ec60a. As the staples were placed properly, the ec60a was removed without difficulty and there was not any damage on tissues.